Event description:
Customer's wife called for husband to report a pod, they did not feel was delivering insulin. Customer placed the pod on the day before and the next morning, his blood glucose levels (bg) was high. Customer took his pod off and started a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.